Event description:
A customer stated that some of the icons are not appearing on the display. They stated that a 132 mg/dl reading would only read 32 mg/dl. While on the phone a review of the system was conducted. The self check was performed and all of the icons appeared. However, the customer said that the missing icons occurred erratically. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.